Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red, itchy bumps under the lifevest. The patient was given a prescription cream and powder from her physician. Follow-up indicated that the prescriptions were not working. Further follow-up attempts were unsuccessful and the outcome of the irritation is not known.